Event description:
It was reported the patient experienced a loss of therapeutic effect after a surgery that was done on (B)(6) 2012. The patient had laser back surgery on her l4-l5 area. The implantable neurostimulator (ins) was off for the surgery. The ins was turned back on and the patient was not getting relief like she used to, regardless of the setting. The ins is set to program 1 at 1.80v. The patient was not feeling stimulation. The patient felt stimulation at 1.90, which was less than what she had it at prior to surgery. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v887311, implanted: (B)(6) 2012. Product type: lead. (B)(4).